Manufacturer narrative:
Correction to initial MDR in field. Additional suspect medical device components involved in the event: model: sc-5312 serial/lot:(B)(4), description: scs charger additional information was received that when the physician measured the temperature on the body surface and it was found to be higher on the ipg by one degree than the on the rest of the body surface. The burns and blisters were not treated with medication but gauze was applied to the area. The charger was replaced and the patient will undergo a revision procedure to replace the ipg.

Event description:
A report was received that after the patient charged, the skin became red and there were blisters. The patient felt a hot sensation of the battery when charging. The physician suspected infection but it might be a light burn. The physician advised to stop using the device. A database analysis indicated no anomalies with the ipg.

Manufacturer narrative:
The returned charger sc-5312/(B)(4) was analyzed and no anomalies were found. A review of the manufacturing documentation for the sc-1132 (sn (B)(4)) and sc-5312 (sn (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that after the patient charged, the skin became red and there were blisters. The patient felt a hot sensation of the battery when charging. The physician suspected infection but it might be a light burn. The physician advised to stop using the device. A database analysis indicated no anomalies with the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-5312, serial/lot: (B)(4), description: scs charger.

Event description:
A report was received that after the patient charged, the skin became red and there were blisters. The patient felt a hot sensation of the battery when charging. The physician suspected infection. A database analysis indicated no anomalies with the ipg.

Manufacturer narrative:
Additional information was received that the ipg was explanted due to suspected malfunction.

Event description:
A report was received that after the patient charged, the skin became red and there were blisters. The patient felt a hot sensation of the battery when charging. The physician suspected infection but it might be a light burn the physician advised to stop using the device. A database analysis indicated n anomalies with the ipg.

Manufacturer narrative:
Analysis of sc-1132 ((B)(4)) revealed that the complaint was not verified. It was reported the patient needed to perform charging every day, and it was hard. Moreover, the battery tends to heat during charging. The complaint was not verified. Upon receiving the device it was successfully charged to full capacity in one cycle. The battery depletion and quiescent current leakage rates were within the expected ranges when the device was turned off. The charge profile indicated that the maximum temperature during charging cycles in the patient body was within the expected range. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The device exhibits normal device characteristics.

Event description:
A report was received that after the patient charged, the skin became red and there were blisters. The patient felt a hot sensation of the battery when charging. The physician suspected infection but it might be a light burn. The physician advised to stop using the device. A database analysis indicated no anomalies with the ipg.